Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Coiling treatment of a gastric arteriovenous malformation aneurysm. It was reported that the coil prematurely detached inside the catheter during procedure. The entire system (catheter and coil) was successfully removed from the patient. No patient injury reported.